Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-06598. Reference MFR report: 1627487-2013-06599. The patient has two systems, all possible devices are being reported. It was reported the patient experiences uncomfortable pocket heating while charging. The patient also stated it takes ten hours to charge her charger, and she believes her charger is malfunctioning. A new charging system was sent to the patient to address the issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-07262012-001-c, 1627487-12192011-003-r and 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.